Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. The blade extended and rotated; the device functioned as intended during evaluation.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2014. During the procedure, the blade locked and did not expose and rotate preventing morcellation. Another like device was used to complete the procedure with no adverse patient consequences.